Manufacturer narrative:
The transmitter passed functional testing, and no led anomaly was noted.

Event description:
The customer reported via phone call experiencing high blood glucose levels, for which the customer declined troubleshooting assistance. The customer's blood glucose was 400 mg/dl. The customer also reported that the transmitter did not blink when connected to the sensor. The customer was advised to replace the transmitter and agreed to return the device for analysis.